Event description:
It was reported that the patient received inappropriate hv therapy. It was noted that the physician did not utilize a magnet while using electrocautery during an unrelated procedure.